Event description:
It was reported that the pod began overheating and when removed from the insertion site the bottom of the pod was black and blue and appeared that the inside of the pod was fried. The reported stated they were in the water at the beach when this happened.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported thermal event which occurred. No lot release records were reviewed, as the product lot number was not provided.